Manufacturer narrative:
The hand piece was returned and evaluated according to the quality inspection procedure. The hand piece was found to be within specification, and the alleged condition was unable to be duplicated. The burn was most likely caused by the bur guard being pushed too far onto the nose cone, but could not be confirmed since the bur guard was not returned to the manufacturer.

Event description:
It was reported that during a wisdom tooth extraction, the bur guard split, and as a result, the patient received a minor burn to the lip. There was no additional treatment required.